Event description:
High capture thresholds and decrease in sensing were reported. Patient had several episodes of vf with some leading into shocks. Double counting was suspected via review of electrograms. X-rays revealed lead dislodgement. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure, the lead was otherwise normal.